Event description:
Additional information was received from the patient. They reported that they went back to their urologist and they told the patient they should be good to have an MRI, with knowing labeling updates to abandoned product. Agent had the patient put it in MRI mode again but patient continued to see that eligibility can not be determined. Agent reviewed option to fill out form but also option to go back to doctor to have MRI eligibility updated. Patient stated they will call the doctor's office again to get this straightened out.

Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot# va22mmh, implanted: (B)(6) 2020, explanted: (B)(6) 2023, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# va22mmh, implanted: (B)(6) 2020, explanted: (B)(6) 2023, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, lot #: va22mmh, ubd: 19-sep-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that the patient needed an MRI of their spine. Patient stated the communicator was showing 'eligibility cannot be determined due to abandoned product.' Patient confirmed they do have an abandoned lead from their first system. Patient stated the urologist could not find the lead when they went to have a replacement even thoughthey dug down to the bone. Patient stated because of the digging and not finding the lead, they later on had spasms. Patient stated now they were needing an MRI. Agent reviewed MRI guidelines and redirected them back to their doctor. Additional information was received from the patient. They called back regarding previously noted abandoned lead and MRI eligibility. Patient stated they got an x-ray done and have not heard back about it. Agent reviewed that x-ray would need to be reviewed by hcp and that the manufacturer does not have access to medical rec ords. Patient stated they can't see hcp until november. Patient expressed confusion why somebody can't look at x-ray and tell them results. Agent again reviewed hcp needs to review scan and criteria of abandoned lead. Patient redirected to hcp. Patient then said "no answers again" and disconnected call.